Event description:
Attachment leg came off "while turning flap." No pt injury initially reported. Sales rep will follow up with the account. On follow up with the or staff, it was reported that the detachment occurred during a surgical procedure. The attachment heated up briefly and then the leg detached. The procedure was successfully completed and there was no pt impact.